Event description:
It was reported that during a donor nephrectomy procedure, the first firing was across the artery and was fine. The second firing was across the vein and it appeared to be fine. When the stapler was removed through the trocar the reload became lodged in the trocar. Upon examining the staple line it was oozing. Further examination showed the crown side of the staples to be visible, but the legs were not visible. The surgeon could not tell if the staple line was complete. The donor artery staple line appeared fine, but the vein side staple line was not complete. White cartridges were used throughout the procedure. As the cartridge was examined, the staples at the distal end were not deployed. The case was completed with clips on the veins and over sewing the area completely. No patient consequences reported other than extended operating time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Artery, vein. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Second. What color cartridge was being used? White. What other color cartridges were used before and after this event? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. No incomplete staple line was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photograph review it is believed the cause of this complication was an inadvertent, improperly loaded staple cartridge, a ¿long load.¿ refer to the instruction for use to review the proper loading technique.